Event description:
Subsequent to the previously filed medwatch report, it is unclear why the graftmasters did not seal the perforation. The correct length was used. There were no issues with deployment of either stent. Patient health was declining secondary to coronary perforation. In the opinion of the physician, the use of the graftmasters did not cause or contribute to death in any way. Patient ultimate cause of death was cardiogenic shock. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster device is being filed a under separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the mid right coronary artery. A graftmaster 3.5 x 19 mm covered stent was deployed but failed to seal the perforation. A 4.0 x 19 mm graftmaster covered stent was deployed but failed to seal and the patient died of cardiogenic shock. No additional information was provided.